Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed a longitudinal fissure, approximately 0.5 cm in length, on the blue air vent. Gravity testing was performed and revealed a leak from the blue air vent. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking from the spike's air vent in the top of the set. This occurred when the device was being primed with saline. There was no patient involvement. No additional information is available.